Event description:
It is reported that the patient is experiencing loosening, separation of the joint and a clicking sound.

Manufacturer narrative:
The device history records were reviewed and no deviations or anomalies were identified. These devices are used for treatment. A product history search identified no other complaints for the part and lot combination of the femoral, the tibial, or the articular surface component. The operative procedure notes were reviewed and the components were implanted with the correct fit and orientation as per the surgical technique. Loosening is potentially related to the femoral and tibial components, while the clicking noise could potentially be related to the articular surface. Per the package inserts loosening or fracture/ damage of the prosthetic knee components or surrounding tissues as well as dislocation are known adverse effects associated with this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The part and lot numbers are unknown; therefore the device history records could not be reviewed. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.